Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on october 10, 2013. This report is filed december 12, 2013.

Event description:
Per the clinic, the patient reported pain around the implant site in (B)(6) 2012 (exact date not reported) thought to be caused by a sinus infection. The patient was prescribed amoxicillin, twice a day for a two week course. Patient symptoms did not resolve. On (B)(6) 2013, it was reported that the patient was placed on a three week course of augmentin (amount not reported). On (B)(6) 2013, it was reported that the site was diffusely edematous and patient still reported pain. The patient was then seen again on (B)(6) 2013, at which time was taken into the operating room for an exploration of the implant site and placement of a PICC line for IV antibiotic treatment with ceftriaxone, patient was also prescribed oral clindamycin. Patient was admitted to the hospital post operatively (length of stay not reported). On (B)(6) 2013, the IV antibiotic was changed to antibiotic vancomycin, the patient developed an allergic reaction and was admitted to the hospital for observation. Patient was discharged on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on july 3, 2013. This report is filed october 16, 2013.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a second procedure on (B)(6), 2013, to treat infected area around the implanted site. An incision was made and the site was drained. It was reported that the infection has resolved and the patient is successfully using the device.the implanted device remains. This report is filed (B)(4), 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.